Manufacturer narrative:
The reported event of the guidewire could not be insert was confirmed. The reported event of was isolated to damaged inner coil consistent with procedure damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during an implant on (B)(6) 2021, when the lv lead was being implanted a competitor guidewire became stuck in the lead and was not able to pull and push at all. The lead and the guidewire were removed out from the intracardiac lumen. It was considered that the guidewire became kinked. A second guidewire was replaced and was inserted into the lv lead, resistance was felt so the 2nd guidewire was not able to be inserted into the lv lead. The lv lead was replaced with another lead and the 2nd guidewire was smoothly able to insert into the 2nd lv lead and the procedure was completed without further issue. There were no patient consequences. The physician considered that the issue might have been caused by the guidewire which had become kinked during the procedure though, some issue might have arisen in the lead as well.